Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with upstream occlusion. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.5 ml/hour had been programmed; with a total reservoir volume of 115 ml and a given volume of 106.81 ml. The length of infusion was set to 46 hours. There was no medication left in the bag, but the pump said there was 8.2 ml remaining. The patient did receive all the medication in the bag and there was some medication in the line. The event occurred while in use with patient, and no patient harm was reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.